Event description:
A consumer reported that tufts of bristles with plastic attached from an adaptive clean bush head came off in mouth. No injury or medical intervention was reported. A potential choking hazard was identified.

Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in germany. H4: manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred.

Event description:
Philips oral healthcare discovered that this case does not meet the definition of a malfunction. Removed bristle tufts is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is determined to be not reportable.

Manufacturer narrative:
Philips oral healthcare discovered that this case does not meet the definition of a malfunction. Removed bristle tufts is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is determined to be not reportable. Reportability for initial MFR report number 3026630-2023-00034 submitted on 04/07/2023 can be removed.